Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was unknown. The caller stated that insulin squirted out during the manual prime process, and the device alarmed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.